Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that in the middle of a surgical procedure the laser would stop firing until the surgeon stepped off of the footpedal. The surgeon would then step back on the footpedal and it would resume firing. No system messages displayed. The procedure was completed with same system and footswitch with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The company representative was able to resolve the reported event remotely with the customer by sending a replacement laser footswitch. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).